Manufacturer narrative:
Follow-up #1 date of submission 06/01/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: visual inspection revealed moisture through the display lens. The pump does not power on, and the pump history and black box could not be downloaded for review. There was evidence of moisture found inside the pump. The keypad is torn near the contrast button. The audio bolus button is detached, and a bolus button leak was found during investigation. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The complaint could not be adequately investigated due to moisture damage.

Event description:
On (B)(6) 2012, the patient contacted animas and stated that when she attempted to reboot the pump; the pump did not have power. The patient reportedly was disconnected from the pump. The patient confirmed that the battery cap was secured to the pump. The patient reportedly tried several new lithium batteries and the pump still would not power on. It was indicated that the pump beeped a couple of times and the patient stated the pump displayed a "sleep error" message. The patient reportedly had the pump exposed to water and there was moisture noted behind the display screen. There was no adverse event related to the reported event. This complaint is being reported due the alleged power issue with the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.